Event description:
The customer states that a pt sample, drawn in an edta plasma collection tube, generated a non-reactive axsym hcv 3.0 assay result (s/co) of 0.71. The sample tested strongly reactive by the pcr methodology. This sample tested reactive at another lab (methodology unk) and the pt is known to be hcv positive. On the morning of the incident, error code 3502, probe obstruction detected, sample cup adaptor, sampling center had been generated. Complaint text indicates no troubleshooting was performed to resolve the error code as directed by the operations manual. The probe was not changed or calibrated. The customer requested service to check instrument. There is no impact to pt management reported.